Event description:
It was reported that the patient had a loss of therapeutic effect. The patient's incontinence over the last two weeks had been getting worse and she felt stimulation on and off. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v056607, implanted: 2007-(B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, (B)(4).